Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cuff did not inflate. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed syringe and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff had a cut. The investigation of observed condition isolated the failure to the defective cuff. The instruction for use (IFU) states that do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.